Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath, there was some difficulty getting into the subclavian vein, and more bleeding than expected was coming from the pocket. Upon removal of the tightrail sub-c, the bleeding had worsened but was attributed to the entry into the vessel and how deep the lead was implanted. Switching to a spectranetics 13f tightrail rotating dilator sheath (long), advancement was made near the tricuspid valve and stalled. Switching to a spectranetics 16f glidelight laser sheath, the rv lead was removed; however, the patient¿s blood pressure dropped, and bleeding was noted once again. A perforation to the axillary vein into the subclavian was identified, and rescue efforts began, including holding pressure on the injury, and blood products were administered. After several hours, the patient was hemodynamically stable, and a stent was placed. The patient survived the procedure. This report captures the tightrail sub-c in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. H3) the tightrail sub-c was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail sub-c device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.